Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely with concern of lead integrity. Additional information received from the patient's family indicated the patient is deceased and stated the cause may be due to the battery. Information obtained from the mortuary reported the cause of death to be sudden cardiac death, ventricular fibrillation, coronary artery disease and device at end of life and battery depletion. The patient died at home and no autopsy was performed.

Manufacturer narrative:
The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction and/or serious injury of premature battery depletion is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was a fracture of the defibrillation conductor (overstress), and there was cosmetic depression of the outer insulation and apparent explant damage. (B)(4) the actual device was received for evaluation. Performance data collected from the device was analyzed, and revealed that battery voltage had battery depletion indicated/eri (elective replacement indicator) and patient alerts for low battery voltage between (B)(6) 2010 and (B)(6) 2011. Time of eri in save to disk on (B)(6) 2010, device eri less than or equal to 2.62 volts. Weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.59 volts minimum between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury of premature battery depletion is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that battery voltage had battery depletion indicated/eri (elective replacement indicator) and patient alerts for low battery voltage between (B)(4) 2010 and (B)(4) 2011. Time of eri in save to disk on (B)(4) 2010, device eri less than or equal to 2.62 volts. Weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.59 volts minimum between (B)(4) 2010 and (B)(4) 2011.

Manufacturer narrative:
The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction and/or serious injury of premature battery depletion is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. All conductors were stretched, a fracture of the defibrillation conductor (overstress), and a cosmetic depression of the outer insulation and apparent explant damage. (B)(4) the actual device was received for evaluation. Analysis found that the device lasted 67% of its calculated longevity. Higher than nominal current drain was measured and were shown to be caused by leakage in a battery filter capacitor. Performance data collected from the device was analyzed, and revealed that battery voltage had battery depletion indicated/eri (elective replacement indicator) and patient alerts for low battery voltage between (B)(6) 2010 and (B)(6) 2011. Time of eri in save to disk on (B)(6) 2010, device eri less than or equal to 2.62 volts. Weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.59 volts minimum between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction and/or serious injury of premature battery depletion is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. All conductors were stretched, a fracture of the defibrillation conductor (overstress), and a cosmetic depression of the outer insulation and apparent explant damage. (B)(4) the actual device was received for evaluation. Analysis found that the device lasted 67% of its calculated longevity. Higher than nominal current drain was measured and were shown to be caused by leakage in a battery filter capacitor. Performance data collected from the device was analyzed, and revealed that battery voltage had battery depletion indicated/eri (elective replacement indicator) and patient alerts for low battery voltage between (B)(6) 2010 and (B)(6) 2011. Time of eri in save to disk on (B)(6) 2010, device eri less than or equal to 2.62 volts. Weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.59 volts minimum between (B)(6) 2010 and (B)(6) 2011.